Manufacturer narrative:
Investigation summary: on march 9, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection the device revealed no physical damage. Investigation summary: it was reported that a female patient underwent an ablation procedure on which two (2) thermocool® smart touch® sf bi-directional navigation catheters were used, and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, one of the thermocool® smart touch® sf bi-directional navigation catheters had a broken wire and could not be deflected in one position. During the mapping phase, the patient went into cardiac tamponade. Ultrasound was used to confirm the effusion, and pericardiocentesis was performed to remove an unknown amount of fluid from the pericardial space. It is unknown which of the two thermocool® smart touch® sf bi-directional navigation catheters were involved at the time of the adverse event. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is unknown. The device was visually inspected, and it was found in good condition. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was irrigating correctly. The catheter failed the deflection test. Afterwards, the catheter was dissected, and it was noticed that the t-bar slid down from its place. A manufacturing record evaluation was performed for the finished device with lot number: 30320369l, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding the catheter wire being broken and that it would not deflect in one direction was confirmed. The root cause of the t-bar slipping down cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Product complaint#: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure on which two (2) thermocool® smart touch® sf bi-directional navigation catheters were used, and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, one of the thermocool® smart touch® sf bi-directional navigation catheters (lot # 30320369l) had a broken wire and could not be deflected in one position. During the mapping phase, the patient went into cardiac tamponade. Ultrasound was used to confirm the effusion, and pericardiocentesis was performed to remove an unknown amount of fluid from the pericardial space. It is unknown which of the two thermocool® smart touch® sf bi-directional navigation catheters were involved at the time of the adverse event. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is unknown. Transseptal puncture was not performed during the case. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were 3 mm, 3 sec, 25 % time, 3 g. Respiration was used as an additional filter with the visitag module. The color option used prospectively was time. The flow was set at 8 ml/min while ablating with < 30 watts and 15 ml/min while ablating with > 30 watts.